Manufacturer narrative:
.

Event description:
Per the audiologist, the pt's grandmother reported, the pt showed aversion to device use and decreased performance approx six months after implant surgery. A CT scan reportedly showed the electrode array had migrated (date of scan not reported). The pt's device was explanted in 2007 and a new device was reimplanted.